Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the user that the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message. Another console was used to complete patient treatment. No known impact or patient impact was reported.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated and confirmed the reported event. The event log was reviewed and confirmed the occurrence of multiple mid09 error messages. The thermogard console is a reusable device and was manufactured around 2010. It has exceeded its expected service life of five years. Based on the evaluation, the root cause of the mid09 (air trap assembly) error message is due to a defective suk airtrap block. After replacement of this part, the mid09 error message was resolved. As part of routine service, the console was examined and found no other issue. The console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).